Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. Device started in application and, the customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. As a preventative measure, the downstream sensor was replaced.

Event description:
Information was received that a smiths medical cadd legacy had double beeped without a cassette attached. No patient injury resulted.

Event description:
Additional information received: occured during testing, no patient involvement.